Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 596mg/dl. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.